Event description:
The customer reported to beckman coulter (bec) that about ½ cup of clear fluid leaked from the coulter act diff 2 analyzer when they had come back from lunch and found fluid underneath the instrument. There were no patient results affected as customer had not run any patients samples for the day. There is a risk management/exposure control plan in place. The laboratory technician was wearing a laboratory coat and gloves when they found the leak. There was no biohazard exposure to mucous membranes or open wounds. There was no effect to patient treatment.

Manufacturer narrative:
Customer technical support (cts) had the customer open the right side of the door to check for any loose tubing and customer stated there were none. No further troubleshooting was conducted and beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site on (B)(6) 2013. The fse inspected the instrument and discovered the diluent reservoir was completely full. The isoton float sensor in the reservoir was not actuating to turn off the diluent pump. As a result, the reservoir overflowed into the bottom of the instrument and fluid went onto the counter. The liquid was diluent and no waste material was involved. Fse replaced the isoton float assembly (diluent reservoir), resolving the leak. The fse changed all of the pinch tubing as a preventive measure. Failure mode was related to isoton float assembly (diluent reservoir). (B)(4).